Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825ent, lot number: 0012400294 product ID: 9735521ent, lot number: 603009761 product ID: 9735572, lot number: 603009668. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after physical installation, the system showed a "localizer faulted" error while checking with electromagnetic (em). They cross-checked and confirmed that the system computer was faulty. As it is an out of box failure, the customer demanded replacement for all hardware parts along with computer.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was showing a localizer faulted error. The break out box and emitter showed as not connected even after connecting the same. They cross checked and confirmed the computer was faulty. They needed a replacement. This event was noted to be an out of box failure. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: product ID: 9736242, (lot: 0012437776); h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. During installation, the system showed localizer faulted. The computer, electromagnetic (em) controllers, and emitters were replaced and the issue was resolved h6: codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.